Event description:
It was reported that the patient presented in-clinic for a pulse generator check. The patient was feeling short of breath and upon interrogation, the device was discovered to be in backup vvi. The status report and device image confirmed that the device was in backup vvi starting on (B)(6) 2017, due to code corruption. A device download was performed and the device was programmed back to it's normal values. No additional information was available.